Event description:
The die cast adapter snapped while the pt was in the emergency rm. The light fell and there were sparks. The paramedic caught the light which prevented the light from hitting the pt.